Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('miscarriage at 16 weeks') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), musculoskeletal disorder ("musculoskeletal disorders"), disturbance in attention ("attention disorders"), memory impairment ("memory disorders"), neurosensory hypoacusis ("neuro sensory disorders"), headache ("headaches"), insomnia ("insomnia"), asthenia ("asthenia"), depression ("depression"), heavy menstrual bleeding (" heavy menstruation") and gastrointestinal disorder ("intestinal disorders") and was found to have a pregnancy with contraceptive device ("unwanted twin pregnancy"). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, musculoskeletal disorder, disturbance in attention, memory impairment, neurosensory hypoacusis, headache, insomnia, asthenia, depression, heavy menstrual bleeding and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, asthenia, depression, disturbance in attention, gastrointestinal disorder, headache, heavy menstrual bleeding, insomnia, memory impairment, musculoskeletal disorder, neurosensory hypoacusis, pelvic pain and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-dec-2021. The most recent information was received on 31-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and abortion spontaneous ('miscarriage at 16 weeks') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), musculoskeletal disorder ("musculoskeletal disorders"), disturbance in attention ("attention disorders"), memory impairment ("memory disorders"), sensory disturbance ("neuro sensory disorders"), headache ("headaches"), insomnia ("insomnia"), asthenia ("asthenia"), depression ("depression"), heavy menstrual bleeding (" heavy menstruation") and gastrointestinal disorder ("intestinal disorders") and was found to have a pregnancy with contraceptive device ("unwanted twin pregnancy"). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, musculoskeletal disorder, disturbance in attention, memory impairment, sensory disturbance, headache, insomnia, asthenia, depression, heavy menstrual bleeding and gastrointestinal disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, asthenia, depression, disturbance in attention, gastrointestinal disorder, headache, heavy menstrual bleeding, insomnia, memory impairment, musculoskeletal disorder, pelvic pain, pregnancy with contraceptive device and sensory disturbance with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.